Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Event description:
It was reported that the patient was discharged post right atrial (ra) lead implant and failed to follow-up with her physician. Approximately eight months post implant, the patient was seen in the clinic for the first time since the procedure. The ra lead exhibited high thresholds and the lead trends showed a significant increase in atrial thresholds a few days after implant. The lead was reprogrammed to increase the pacing safety margin and the patient was referred back to the physician for an ra lead revision. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.